Event description:
There was no patient involved in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. Investigation and testing did not replicate the fault reported by the customer. The software was successfully upgraded on the device from version 3.0.8 to 3.2.0 using the heartsine samaritan pad universal upgrader. Furthermore there was no information in the data obtained from the device to indicate that there had been an attempt to upgrade the software. This device was replaced within 24 hours. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.